Event description:
It was reported that during induction testing with a new ICD, low high voltage lead impedance was noted. An insulation anomaly behind the coil was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.